Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the set is loosely connected and not secured by the luer locks which resulted in the IV being pulled out. IV solution leaked on the floor, which resulted in the patient needing a new IV and delaying their procedure. It's unknown if the fluid that leaked was normal saline or lactated ringers. This was further described as, "...the connection point from the drip chamber down to the tubing had an added connector that was new to what they usually use and that it was loosened upon opening and staff was not aware of this."